Event description:
The customer states that one patient sample generated a (B)(6) non-reactive architect anti-hbc ii assay result when tested on an architect i1000sr analyzer. The sample generated a (B)(6). The customer stated that this patient had previously tested (B)(6)for both (B)(6), but no testing was done for (B)(6). There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08l44 that has a similar product distributed in the us, list number 06l22. (B)(4).